Event description:
It was reported that the device was used during a low anterior resection. After the pa fired the device the tissue donuts were examined and had a good proximal donut but the distal donut was incomplete. A leak test was done and noticed a leak on the left lateral side of the anastomosis. At that point the surgeon decided to do a temporary loop colostomy. The surgeon stated that in approximately 3 months the colostomy will be reversed. The patient is doing fine.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional information provided: how was the procedure performed? Open. What type of anastomosis was created? End to end. What stapling technique was used? Single. Which purse-string suture was used? Hand sewn. What other devices were used for transecting and/or closing "otomy"? Ats45 with (2) blue reload. Was the sale rep present? No. How long has the surgeon been using this device for this procedure? Ten+. Was the attending surgeon an experienced ees circular user? Yes, (B)(6). Who fired the device? (B)(6). Was the person firing the device an experienced ees circular user? Yes. Was the or staff experienced in preparing the ees circular device? Yes. Was there a recent conversion to ees devices in this account or this surgeon? No. What is the patient¿s present condition? Fine. Is a pathology specimen available? No. Are there any x-rays and/or pictures available for analysis? No. Were malformed staples observed? No. If yes, where and what did the staple form look like? Na. Did any staples appear to be missing? No. Did the red safety remain engaged until firing? Yes. Was the device fired more than once? No. Was the safety reset before removal attempted? No. Did the issue change the patient's post operative care? Yes the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.